Event description:
Reporter indicated that a vns patient had been found set to an output current of zero upon interrogation. Review of the flashcard history confirmed a burst watchdog timeout had occurred and the generator was set to zero. The pt was last seen on (B) (6) 2008 and the vns readings were normal. The patient's vns was reactivated on (B) (6) 2008 and no adverse events were reported as a result of the generator being set to zero.

Manufacturer narrative:
Analysis of programming history.